Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting regarding the reported issue. Additionally, the pump did not recommend the accurate bolus amount based on the blood glucose (bg) value and carbohydrates values entered. Tandem technical support performed a system check and found the pump was performing as intended. Although requested, the customer was unable to upload the pump data logs for investigation. Customer¿s blood glucose level was 138 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.